Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced event of infusion set fell off during use. The event occurred within 1-2 days of use. The blood glucose level was 5.4-9 mmol/l at the time of use. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.